Event description:
It was reported that the ventricular output connector on the external pulse generator (epg) was loose, and the connection was intermittent. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).